Event description:
Customer reports receiving a blood glucose result of 250mg/dl and states she took lantus instead of novolog insulin while using the compact system. Customer reports she started feeling shaky and her son tested her with a result of 30mg/dl and called the emts. Customer reports the emts tested her on their meter with a result of 32mg/dl and treated her with 3 tubes of instant glucose. No quality controls were run. Customer reports she no longer has the meter; a replacement was sent.